Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that tensile stress generated with guide wire removal might have been locally applied on the tip of the treasure 12 guide wire while the tip was trapped due to anatomical and lesion conditions. Consequently, the tip was fractured and separated. It was concluded that the reported event was not attributed to the product quality. Additional treatment by stenting was considered an adverse patient effect. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed for the occluded left superficial femoral artery (sfa). An asahi treasure 12 guide wire was inserted via an approach from the p3 segment of the left popliteal artery. When the physician attempted to withdraw the treasure 12 guide wire under digital subtraction angiography (dsa) guidance, the wire tip became separated. The physician decided not to retrieve the wire fragment and to leave it in situ. Subsequently, a stent was deployed in the revascularized left sfa to embed the wire fragment against the vessel wall. It was informed that there were no adverse patient effects associated with this event.